Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the depth gauge for 2.0 mm and 2.4 mm screws (p/n: 319.006, lot #: 6706238) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip of the device was broken. There was a foreign substance on the proximal tip of the needle. The device was missing a protection sleeve. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was performed on the returned device. The outer diameter of the needle component was measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed depth gauge for 2.0/2.4 mm screws . Needle. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the depth gauge for 2.0 mm and 2.4 mm screws (p/n: 319.006, lot #: 6706238). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activity. Device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.,review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part number:319.006, synthes lot number: 6706238, supplier lot number: n/a, release to warehouse date: 07jul2011, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production part number:319.006, synthes lot number: 6706238, supplier lot number: n/a, release to warehouse date: 07jul2011, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary background: tip of the depth gauge broke during insertion into screw hole. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the depth gauge for 2.0 mm and 2.4 mm screws (p/n: 319.006, lot #: 6706238) was returned and received at us cq. Upon visual inspection, it was observed that the tip of the device was broken. There was a foreign substance on the proximal tip of the needle. The device was missing a protection sleeve. No other issues were identified with the returned device. Device failure/defect was identified. Dimensional inspection: a dimensional inspection was performed on the returned device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed depth gauge for 2.0/2.4 mm screws: 319_006, rev. P/f needle: 319_006_3, rev. E. Complaint was confirmed, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the depth gauge for 2.0 mm and 2.4 mm screws (p/n: 319.006, lot #: 6706238). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activity. Complaint summary: tip of the depth gauge broke during insertion into screw hole. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) ¿broken depth gauge.jpg¿ located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition for broken could be confirmed as the image provided shows a broken needle at the proximal end. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Investigation summary: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) ¿broken depth gauge. The image(s) was reviewed and the complaint condition for broken could be confirmed as the image provided shows a broken needle at the proximal end. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 319.006, synthes lot number: 6706238, supplier lot number: n/a, release to warehouse date: jul 07, 2011, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown surgery on (B)(6) 2020, the tip of the depth gauge broke during insertion into screw hole. The surgery was completed successfully with 2 minutes delay. There was no patient consequence. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) mmsi driver shaft for red screw. This is report 1 of 1 (B)(4).